Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. DHR was not reviewed as lot number is required and is not available/provided. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - australia.

Event description:
It was reported before surgery that the ratchet handle is not ratcheting. Ratchet stuck on the mesher. Handle could not perform the up and down motion. There is no harm or delay reported. Due diligence is complete and there is no additional information available.